Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system, there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the coil delivery wire was seen to be kinked/bent, the coil delivery wire was seen to be broken; and the main coil was intact. A functional test for main coil failed/unable to detach not carried out as the coil delivery wire was broken and the broken part of the delivery wire and coil proximal contact was not returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the proximal contact was broken, and the main coil failed to detach. The device was returned, and it was confirmed that the delivery wire was broken on the proximal end. It is probable that this was due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use, therefore an assignable cause of handling damage will be assigned to the reported and the analyzed codes from this complaint.

Event description:
It was reported that the proximal contact of the subject coil was broken and would not detach. Analysis of the returned device found that the coil delivery wire (subject device) found to be broken/fractured during use. There were no clinical consequences to the patient reported as a result of this event.